Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. For preventive maintenance it was recommend the co2 absorber be replaced as they are known to cause occlusion when particles from broken granules obstruct airflow.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10422. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that a smiths medical capnograph presented occlusion. No adverse patient effects were reported.